Event description:
This unsolicited device case from (B)(6) was received on 31-mar-2016 from a medical doctor. This case involves a (B)(6) male patient who started treatment with synvisc on an unknown date and after an unknown latency, developed moderate to severe synovitis. The patient's medical history, past drugs, concomitant medications or concurrent conditions was not provided. On an unknown date, the patient started treatment with intra-articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided). The patient's first synvisc injection was okay. On unknown dates, the patient had two consecutive treatments with synvisc injections and for these two treatments; he had adverse events including moderate to severe synovitis and effusion for which the patient received steroid injection. It was reported that for patient's next treatment; the doctor decided to try durolane (hyaluronic acid) instead and patient still had a mild reaction. It was reported that the patient had some positive response from synvisc in the past and was fine now. Action taken: unknown. Corrective treatment: steroid. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.

Event description:
This unsolicited device case from australia was received on 31-mar-2016 from a medical doctor. This case involves a (B)(6) male patient who started treatment with synvisc on an unknown date and after an unknown latency, developed moderate to severe synovitis. The patient's medical history, past drugs, concomitant medications or concurrent conditions was not provided. On an unknown date, the patient started treatment with intra-articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided). The patient's first synvisc injection was okay. On unknown dates, the patient had two consecutive treatments with synvisc injections and for these two treatments; he had adverse events including moderate to severe synovitis and effusion for which the patient received steroid injection. It was reported that for patient's next treatment; the doctor decided to try durolane (hyaluronic acid) instead and patient still had a mild reaction. It was reported that the patient had some positive response from synvisc in the past and was fine now. Action taken: unknown corrective treatment: steroid outcome: unknown a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention additional information was received on 08-apr-2016. Ptc number and results were added and text was amended accordingly.